Event description:
The customer reported the reservoir of one (1) ce intermate lv167 had ruptured during filling with vancomycin. The diluent was d5w. No patient injury or medical intervention was reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. A follow up report will be submitted if additional information becomes available.